Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during an operation on (B)(6) 2013, reportedly the 2.7mm va locking screw did not fit in the 2.4/2.7mm va locking x-plate. The locking part of the screw did not lock in the plate. The surgeon was able to turn the screw repeatedly. A second plate was then used and reportedly the same issue occurred. The surgeon used other implants from the va forefoot/midfoot set in order to complete the procedure. It was reported the operative time was prolonged for 30 minutes. This is 6 of 6 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.